Manufacturer narrative:
Patient was revised to address acetabular loosening and pain. Doi: (B)(6) 2007 - dor: (B)(6) 2011. Update (B)(4) 2011 - medical records were received. The revision operative report indicates that there was a small amount of reactive tissue noted, but no gross metallosis. Complaint reopened to add the femoral head. Update (B)(4) 2011 - litigation papers received. There is no new information. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address acetabular loosening and pain. Update: (B)(6) 2011 - med records were rec'd. The revision operative report indicates that there was a small amount of reactive tissue noted, but no gross metallosis.